Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: unknown; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4) used to capture the blood heavy metal increased. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation record received. Litigation alleges that friction and wear between the co-cr head and liner caused large amounts of toxic co-cr metal ions and particles to be released into the patient's blood, tissue and bone resulting to pain, discomfort, inflammation, walking difficulty, elevated metal ions, metallosis, emotional distress, depression, loss of mobility and loss of range of motion. There was also constant clicking and squeaking sounds noted. During revision surgery, it was found that the trochanter was fractured and the cup was significantly anteverted at approximately 1.5cm below the anterior rim of the acetabulum. Doi: (B)(6) 2008; dor: (B)(6) 2018; right hip.